Event description:
It was reported by the physician that the patient was deceased. Further review of manufacturer's database indicated the patient died three days post device system implant. The immediate cause of death was provided as cardiac arrhythmia with underlying cause of cardiomyopathy. Further information received reported the patient also had myocarditis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism. (B)(4) the full lead was returned in segments, analyzed and no anomalies were found.